Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('hemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), menstruation irregular ("irregularity of period (abnormal duration)"), menorrhagia ("abundant periods"), amenorrhoea ("no periods"), vaginal discharge ("vaginal leakages"), back pain ("lumbar pain"), groin pain ("inguinal pain"), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tinglingof limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of ankles"), arthralgia ("joint pain (knees, hands, feet and arms)"), hyperhidrosis ("abnormal sweating"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth disorder ("dental problems") and tooth loss ("tooth loss") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (increasing)") and weight decreased ("weight decreased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, syncope, menstruation irregular, menorrhagia, amenorrhoea, vaginal discharge, back pain, groin pain, hypersensitivity, dizziness, food intolerance, uterine leiomyoma, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, arthralgia, hyperhidrosis, nausea, vomiting, alopecia, weight increased, weight decreased, tooth disorder and tooth loss outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth disorder, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events (unspecified for individual cases) occurred after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('hemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), menstrual disorder ("irregularity of period (abnormal duration)"), menorrhagia ("abundant periods"), amenorrhoea ("no periods"), vaginal discharge ("vaginal leakages"), back pain ("lumbar pain"), groin pain ("inguinal pain"), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of ankles"), arthralgia ("joint pain (knees, hands, feet and arms)"), hyperhidrosis ("abnormal sweating"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth disorder ("dental problems") and tooth loss ("tooth loss") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (increasing)") and weight decreased ("weight decreased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, syncope, menstrual disorder, menorrhagia, amenorrhoea, vaginal discharge, back pain, groin pain, hypersensitivity, dizziness, food intolerance, uterine leiomyoma, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, arthralgia, hyperhidrosis, nausea, vomiting, alopecia, weight increased, weight decreased and tooth loss outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth disorder, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the events (unspecified for individual cases) occurred after essure implantation. Relevant duration of the pathologies that have affected clients from the moment of implant of device and until its recent explant (where occurred) and therefore for a variable period of time ¿ depending on the case ¿ from a minimum of two to over ten years, during which clients were forced to undergo repeated specialist medical examinations (gynecological, radiographs, magnetic resonances, CT scans, etc.). In some instances the diseases have caused damages of permanent kind. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.